Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined a faulty integrated circuit designator u61 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly resets and intermittently freezes at the self test screen during start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly resets and intermittently freezes at the self test screen during start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.